Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This is the 1st of 2 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2022-00747.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type ii. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2021 for a primary procedure on tooth #25. The patient returned on (B)(6) 2022 for second-stage surgery with complaints of mid to moderate discomfort when the soft labia tissue was palpated. Upon examination, the provider noted the site was not inflamed only tender to palpitation. It was determined that the implant failed to integrate and the device was removed. The patient's status is within normal limits. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because of the time that had lapsed between when the device was placed and removed, the implant had lost integration.

Manufacturer narrative:
The device has not been returned. However, the device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6093571 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6093571 available for review. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type ii. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2021 for a primary procedure on tooth #24. The patient returned on (B)(6) 2022 for second-stage surgery with complaints of mid to moderate discomfort when the soft labia tissue was palpated. Upon examination, the provider noted the site was not inflamed only tender to palpitation. It was determined that the implant failed to integrate and the device was removed. The patient's status is within normal limits.

Manufacturer narrative:
(B)(4).